Event description:
A customer contacted baxter technical services(bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine(hc). The nurse stated there was air in the patient line. The technical service representative(tsr) advised the nurse to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr, because the product code is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed and the root cause was determined to be air in the patient line. This issue is being investigated through CAPA.